Event description:
On (B) (6) 2008, the pt reported he received an e6 (mechanical error) message on his insulin infusion device when the piston rod reached 176 units. He said he took the cartridge out and tried to prime but the piston rod would not move past 176 units and then the e6 displayed again. He stated the same issue occurred 2 days ago. He said the device has not been dropped or exposed to water and no insulin has spilled into the device. To troubleshoot, the pt, while disconnected from the device, tried to return the piston rod. The piston rod hesitated at the 176 unit mark before continuing and it made an unusual noise while moving. The pt stated he will switch to injection therapy. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be return for evaluation.